Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range impedances of greater than 2,500 ohms and intermittently low r waves. There were also reports of noise on the rv channel with intermittent pacing inhibition reported. A revision procedure was subsequently performed. During the procedure, the physician elected to surgically abandon this lead and implant a new lead in the rv. No adverse patient effects were reported.